Event description:
According to the reporter, during a lobectomy procedure, the stapler was not able to be fired and there was poor staple formation. The staples fell into the patient cavity. There was tissue loss and tissue damage. A pneumothorax had to be performed. The surgical time extended by more than 30 minutes.